Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left tka revision due to pain, swelling, and loosening of the tibial component at the implant to cement interface. Intraoperative notes confirm tibial tray loosening and subsidence into valgus. The femoral component was well-fixed but revised. The patella was not revised. There were no reported product problems with the removed femoral component and tibial insert. Depuy revision components were implanted at revision utilizing unknown cement. The procedure was completed without complications.

Event description:
Medical records received ad 07 february 2020 were reviewed on ad 19 february 2020 by a clinician to identify product issues and/or patient harms. Doi: (B)(6) 2013. Patient received an attune primary knee arthroplasty to treat advanced degenerative joint disease of the left knee. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Dor: (B)(6) 2015. Patient received a left tka revision due to pain, swelling, and loosening of the tibial component at the implant to cement interface. Intraoperative notes confirm tibial tray loosening and subsidence into valgus. The femoral component was well-fixed but revised. The patella was not revised. There were no reported product problems with the removed femoral component and tibial insert. Depuy revision components were implanted at revision utilizing unknown cement. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Details for gentamicin component of combination product: dmf# - 13704 , trade name ¿ gentamicin sulphate , active ingredient(s) ¿ gentamicin sulphate , dosage form - powder , strength ¿ 1.0g active in our cements.